Event description:
It was reported that a spectrum pump experienced a door latch error. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom door latch error through the experience of door not fully latched alarms, caused by a failed lower link switch. The lower auxiliary assembly, which contains the failed link switch, was replaced.